Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34d55, implanted: (B)(6) 2025. Product type: lead. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that an attempt was made to use the same battery, however, it was reading a high impedance threshold. The healthcare provider (hcp) re-adjusted the lead inside the battery multiple times. The lead was pulled out of the battery header and it was wiped multiple times as well. The rep stated the battery was replaced after numerous attempts at testing the impedances. Once the battery was replaced, the programmer showed all green and no impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient's lead was being replaced because it was "not in a good place" but they were keeping the existing ins. The rep stated that upon connecting everything they were seeing orange impedances on all electrodes, with the case values over 4k ohms and the other values around 2500 ohms. The rep statedin the operating room (or), they kept reseating the lead and the impedances kept changing but there was nothing out of the ordinary noticed with inserting the lead or tightening the setscrew. The rep stated sometimes they see electrocautery affect things but the rep was advised that unless cautery actually touched the lead, it was likely that wouldn't cause impedance issues. The rep was not with the patient. It was suggested to test for motor response as impedances may only be temporarily high given that it was a new lead. It was reviewed with the rep that the healthcare provider (hcp) could elect to replace the ins but it was unknown if that would resolve the impedance issues.